Event description:
It was reported that "after the iabp catheter was implanted and used for 5 hours, the machine frequently gave an alarm indicating air leakage. The medical staff suspected that the catheter was leaking, and replaced another set of catheter, which worked normally. The second iab was inserted at a different insertion site". Additional information received stated that the second iab was inserted in the right femoral artery with no issues. It was reported that the health status of the patient post-surgery was "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab helium loss alarm is confirmed. The sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The reported lot number matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample were the supplied 30cc inflation driveline tubing, short ap tubing, long ap tubing and red luer end cap; no blood was noted within any tubing and no abnormalities were noted to the returned components. Also returned was an unopened semi-finished insertion kit; the kit and its contents appeared typical. Upon return, the peel-away sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 1.0 and 4.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces and within the helium pathway of the returned iabc. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0063in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the distal tip of the intra-aortic balloon catheter (iabc) bladder membrane. The leak was consistent with the bladder tip not attached to the catheter distal tip. Upon microscopic inspection, the distal end of the bladder membrane was found detached from the distal tip. Upon inspection, the iabc distal tip was still fully intact with the central lumen. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 1.4cm and 4.9cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 72.0cm and 75.6cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported that "after the iabp catheter was implanted and used for 5 hours, the machine frequently gave an alarm indicating air leakage. The medical staff suspected that the catheter was leaking, and replaced another set of catheter, which worked normally. The second iab was inserted at a different insertion site". Additional information received stated that the second iab was inserted in the right femoral artery with no issues. It was reported that the health status of the patient post-surgery was "fine".